Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: aug 8, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received in a specimen cup. No lens defects were observed before and after cleaning the lens. No issues that could contribute to visual issues were observed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the za9003 model intraocular lens (iol) was implanted into the patient's ocular sinister (left eye). In a secondary surgical procedure, the iol was explanted due to complaints of positive dysphotopsia and the za9003 iol was replaced with a non-johnson & johnson surgical vision 19.0 diopter iol. There was no incision enlargement, no patient injury, no suture(s), and no vitrectomy. Patient post-lens exchange outcome was reported as fully recovered. No further information is available.